Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that a cayman united screw "went through" a cascadia cayman united two-hole plate intra-operatively. The procedure was completed successfully with a ten-minute surgical delay with no adverse consequence to the patient. This report captures the cayman united two-hole plate.

Event description:
It was reported that a cayman united screw "went through" a cascadia cayman united two-hole plate intra-operatively. The procedure was completed successfully with a ten-minute surgical delay with no adverse consequence to the patient. This report captures the cayman united two-hole plate.